Manufacturer narrative:
The neuroblate system instructions for use contain laser safety warnings as risk mitigations for this event: section 4.3, general warnings: -"laser eye protection provided with the neuroblate system must be worn in the MRI scanner room during operation of the laser". Section 4.6, laser safety warnings: -"ensure the laser fiber connections are made correctly. Improper connections may lead to equipment damage or operator injury." Section 4.7, inspection, cleaning, disinfection, sterilization: -"prior to use: carefully inspect all system laser cable/umbilical connections to ensure they have all completed the "two-click" connection, i.e., plug is pushed into mating connector so that one click at partial (half) insertion and a second click at full insertion." No harm was observed in this event. The device manufacture date listed in section h4 is associated with the manufacture date of the portable connector module (pcm).

Event description:
During an ablation procedure, it was reported that the probe connection was thermally fused with the plastic connection on the portable connector module (pcm) and the laser probe did not have a pilot light after the first trajectory was ablated. A new laser probe and a new laser fiber cable was used to complete the procedure. There are no patient complications reported in relation to this event.